Event description:
(B)(4)

Manufacturer narrative:
The review of the prixmaflex m100 set device history record and complaint history files for lot number 14g0405g shows that there is no mfg anomaly and no other complaint reported. The prixmaflex m100 set was not available for inspection. It was not possible to determine the root cause of the disconnection from the pictures provided. No damage could be seen in the pictures. There was no leakage reported during the priming of the product before the event.